Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; dilator frayed at the end and will not advance. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult dilator insertion was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 11-13fr dualator vessel dilator. Usage residues were visible on the sample. A bend was observed near the transition region. The tip of the dilator appeared deformed. Microscopic inspection of the sample confirmed deformation of the tip. Two circumferentially opposite regions were compressed towards the luer adapter and folded inward. The bend in the dilator and the tip deformation were consistent with advancement against resistance. The circumferentially opposite compression suggested that resistance occurred due to advancement against a planar edge, such as subdural fascia.